Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 11 months post implant of this 21mm aortic bioprosthetic valve, the device was explanted and replaced with a 20mm mechanical valve. The valve was replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the 21 mm aortic bioprosthetic valve was replaced due to high gradients. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.